Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted left lobectomy liver resection procedure, the pancreas was slightly injured while the surgeon was concentrating on stopping expected bleeding from the liver resection with a fenestrated bipolar forceps instrument controlled with his left-hand. At that time, bleeding limited his the surgical view and the maryland bipolar forceps instrument controlled by his right hand, injured the pancreas causing additional bleeding. Although the surgeon was able to control the bleeding with bipolar energy, the surgeon made the clinical decision to convert to open surgery for patient safety.

Event description:
It was reported that during a da vinci-assisted left lobectomy liver resection procedure, the pancreas was slightly injured. The issue occurred three and a half hours into the procedure while the surgeon was concentrating on controlling expected bleeding related to the liver resection with a fenestrated bipolar grasper instrument in his left-hand. At that time, the surgical view was limited due to bleeding. In addition, the maryland bipolar forceps instrument, which was out of view in his right hand, injured the pancreas. The injury to the pancreas caused additional bleeding. The bleeding was resolved with bipolar energy. However, the surgeon made the clinical decision to convert to open for patient safety, not due to the additional bleeding from the pancreas. There were no anatomical factors that caused the bleeding. The amount of blood loss is unknown. No blood transfusions were administered. The patient tolerated the conversion to open surgery. There was no unexpected movement of a da vinci product that caused the bleeding. The patient did not experience any serious deterioration or clinical instability during the time it took to get and install a backup instrument. Per the surgeon, the bleeding was not believed to be related to a da vinci instrument because there was no malfunction of the instrument. It is unknown whether the patient experienced post-operative complications. The patient¿s current status is unknown.